Event description:
Additional information received reported the patient was doing fine.

Manufacturer narrative:
Product ID: 3093-28 lot# v612848, implanted: 2011 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient product ID: 3093-28 lot# v612848, implanted: 2011 (B)(6), product type lead. (B)(4). No device analysis was performed; the device met risk based criteria.

Event description:
It was reported that the patient¿s device and lead were removed because, the patient would need back MRI¿s. It was noted that the device was at eri (elective replacement indicator). There were no patient symptoms or patient outcome reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.